Event description:
It was reported that the insulin pump alarmed motor error. Customer does not recall the device being dropped, bumped or exposed to a magnetic field. Customer does not use the sensor feature. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and it alarmed compromised force sensor system during prime test due to moisture damage on force sensor resistor. The device had moisture damage on the motor and electronic assembly. The device had cracked case at the display window corner, cracked reservoir tube lip, and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.